Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow during the use of a folfusor. After the last filling step with nacl, there were no drops coming out from the folfusor tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured february 8, 2017 ¿ february 10, 2017. The device was received for evaluation containing approximately 24ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.